Manufacturer narrative:
Section d9 - device available for evaluation? Yes. Section d9 - returned to manufacturer? Yes. Section d9 - date returned to manufacturer: 10th january 2022. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed a lens stuck inside of the cartridge (doctor states she halted lens deployment; not related to manufacturing) and that the cartridge tip was damaged, in a way consistent with a handpiece that was dropped. The external assembly was inspected and presented with no issues. The complaint issue was confirmed; however, this may be attributed to handling, suggested by the damage being consistent with a cartridge that was dropped, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be determined. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Pt info: information unknown/ not provided. Implant date: lens was not implanted. Explant date: lens was not implanted, therefore not explanted. Initial reporter email address: unknown/not provided. Initial reporter establishment name: unknown/not provided. (B)(6). The intraocular lens (iol) has not yet been returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after following the directions for use (dfu) the doctor saw that the end of the cartridge tip was damaged while already in contact with the patient's eye. To prevent complications, she decided to not implant the iol (intraocular lens) so the lens was not advanced. No patient injury or wound enlargement required, no patient issues reported. Another lens was implanted successfully instead and no additional information was provided.